Event description:
(B)(4).it was reported that during a coronary artery treatment procedure, a dissection occurred. The target lesion was located in the right coronary artery (rca). The reference vessel diameter was 3.5mm and the target length was 10mm. Target lesion pre-procedure 85% stenosis and post-procedure was 0% residual stenosis. A 3.5x12mm liberte stent was implanted. A second liberte stent was implanted because of a dissection. The procedure was a technical success. The patient was discharged two days later without angina or silent ischemia. Discharge medications were aspirin 100mg daily/indefinite and clopidogrel 75mg daily/12 months.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown, therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure, and is noted within the dfu.(B)(4): device not returned for analysis.